Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's charger would only communicate with his ipg for approximately 30 seconds. A new charging system was sent to the patient on (B)(6) 2013. The new charger also was unable to communicate with the patient's ipg. Follow-up information identified the patient's ipg was explanted and replaced with a new ipg. The patient had effective stimulation coverage postoperative.